Manufacturer narrative:
(B)(4). Date sent 10/9/2024. D4 batch #899c25. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. No functional test was performed due to the condition of the device. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 899c25, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9e06x, and no non-conformances were identified.

Event description:
It was reported that during a resection deep rectum carcinoma the instrument cannot be closed and, of course, cannot be triggered. Distance between the branches. Even before the first use. No patient harm nor significant delay reported.